Manufacturer narrative:
Results. DHR review for batch 6239691 (p/n 309605): manufacturing dates: 8/27/16 ¿ 8/29/16. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6239691 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one 10ml assembled syringe was received by bd canaan and reported to be from batch #6239691 (p/n 309703). It was visually evaluated. Approximately 1/4¿ unidentified fiber was located on the plunger retaining ring rib outside the fluid path. Conclusion: quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was foreign matter was found inside the syringe barrel of 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. No medical interventions or injury reported.